Manufacturer narrative:
Corrected data: h6: health effects - clinical signs and symptoms or conditions.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarms prime tubing at start up. No patient injury reported.